Event description:
Attorney's report of pt's alleged pain, bowel obstruction, adhesions, possible ring break and possible explant of mesh. The pt had implant of composix kugel mesh patch lot #43ild110 in 2001. In 2004, the pt sought follow- up care for pain, nausea and vomiting. On the same month, the pt had a CT scan revealing bowel obstruction and was treated with IV fluids and antibiotics with improving results. A repeat CT scan revealed adhesions.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We will submit a follow up report when/if product is returned for eval or add'l info becomes available.